Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of sensor error and sensor glucose versus blood glucose differences. The customer stated that the sensor went into threshold suspend and she was 166 mg/dl while the pump read 75 mg/dl. The customer calibrated and received calibration error. The customer also mentioned blood at site.